Manufacturer narrative:
The hill-rom technician inspected the device and found that the actuator was defective and needed to be replaced. The periodic inspection for liko mobile lifts (3en371001) states under check point 7 "actuator, mast": verify that the upper and lower actuator fasteners to the mast are tight. Visually inspect the actuator. Check of abnormal noise. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The hill-rom technician replaced the actuator to resolve this issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the lift arm fell down. The lift was located at the account at the time of the incident. There was no patient or user injury reported. This report was filed in our complaint handling system as (B)(4).